Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a urinary tract infection in (B)(6) of 2008 that resulted in the patient being hospitalized and treated with oral antibiotics. The issue was reported to be on-going. The patient's pump was interrogated in (B)(6) and the results were normal. It was later reported that in (B)(6) 2009, the patient was hospitalized for (B)(6) in the patient's lungs. The patient experienced pneumonia with multiple infections, sepsis, short of breath, increased back pain, weight loss and fatigue. The patient was placed with a feeding tube. The medication being delivered via the device system was not reported. The patient's pre-existing chronic problems worsened and she expired. The cause of death was not related to the implanted device system.